Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read and the plastic piece of the reservoir compartment was chipping off. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump screen had scratches which made it hard to read the screen. The insulin pump will not be returned for analysis.